Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted (B)(6) 2011; 4196-88, lead, implanted (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Correction: product event summary continued: this device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) early due to a chronically high threshold on the left ventricular (lv) lead which was necessary to pace the left ventricle. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.